Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and out of range pace impedance measurements. It was alleged that the lead was fractured. The patient underwent a revision procedure and this product was explanted and replaced. The lead was tested through a pacing system analyzer (psa) and continued to exhibit high out of range measurements. No further complications have been reported. This product is not expected to be returned.